Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Open circuits were noted on one electrode. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was re-implanted with a new device during the same surgery.